Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2014. A 407458 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting a loss of sensing and high thresholds due to a post-operative dislodgement. The lead was repositioned and remains in use. During the revision, a temporary loss of pacing was observed due to the implantable pulse generator (ipg) having switched itself to unipolar. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.